Manufacturer narrative:
Upon follow-up, it was reported that the patient experienced reoccurring peritonitis which was manifested by cloudy fluid 24 days after the previous peritonitis episode. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gram, ongoing, route, frequency not reported) and heparin injection (ongoing, dose, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after event onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin injection (1gm, ongoing, route, frequency not reported) for peritonitis. Eight days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.